Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while charging their controller the battery had become swollen and the controller was hot to the touch. The patient reports they removed the battery from the controller.